Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The device was removed due to a nonunion. Device history records review was conducted. The report indicates that the: part # 04.038.310s / lot # 7940586; part mfg. Date: 17 march 2015; part exp. Date: 28 february 2025. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 110mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a trochanteric fixation nail advanced (tfna)revision for nonunion on (B)(6) 2017. Patient was revised with trochanteric fixation nail (tfn),hip nail. No delay in surgery and patient outcome is unknown. This complaint involves three devices. This report is 2 of 3 for (B)(4).